Manufacturer narrative:
The physician reported to gore on march 11, 2022, that the patient went through a successful follow-up surgery and everything went fine. There was also no ischemia detected on the control appointment. D10: concomitant medical products: gore® excluder® iliac branch endoprostheses: iliac branch endoprosthesis component (ceb). H6 - added investigation conclusions codes 4311 and 18. Explanation of investigation conclusions codes: 4315: refers to health effect - clinical code 2422 - obstruction/occlusion (unintentional obstruction of the internal iliac artery). 61: refers to 1069 - break (leading end of catheter breaking with leading olive separation). 4311: refers to 2524 - failure to advance, and 1528 - difficult to remove. 18: refers to the general description of the event where the reported rotating of the device goes against gore® excluder® iliac branch endoprosthesis instructions for use (IFU). H9: extra explanation: the fsca #3007284313.12102019.001-c was closed on february 15, 2022. It was included in this report as the reported event happened before the closure.

Manufacturer narrative:
H6 - following codes added: component code: 788, type of investigation: 4116, investigation findings: 4248, investigation conclusions: 4315. The device evaluation showed the following: the leading end of the catheter had separated from rest of the catheter. The leading end of the catheter was not returned for evaluation. The deployment knob was still screwed into the catheter hub. The deployment line was broken where it exited out of the trailing olive. The coating of the polyimide guidewire lumen was seen bonded to the trailing olive. The leading end of the catheter had pulled out of the trailing olive bond leaving behind the polyimide guidewire lumen coating in the olive. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Visually verify the throughwire is not wrapped around the ibc guidewire or delivery catheter. If wire wrap is observed, rotate the [ibc] device and delivery catheter to resolve. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms, do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). The findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The cause for the catheter breakage could not be determined with the available information. The reported rotating of the device may have contributed to the event. H9, if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: fsca #: 3007284313.12102019.001-c. Events of leading end catheter separation were investigated, and a field safety corrective action was initiated (fsca #: 3007284313.12102019.001-c).

Manufacturer narrative:
H6 - added investigation conclusions code 61. For the problem of unbonded leading olives, investigations have concluded that the most likely reason for occurrence is operator error as a result of the man/machine interface. Explanation type of investigation codes 10 and 4116: the endoprosthesis remains implanted in the patient. The delivery system was returned for evaluation.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The email of the initial reporter is (B)(6). The evaluation of the returned device has been initiated. A review of the manufacturing records indicated the lot met all pre-release specifications. The gore® excluder® iliac branch endoprostheses (ibe) instructions for use (IFU) clearly states: ¿do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms.¿ ¿do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms.¿ ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms.¿

Event description:
It was reported to gore that a gore® excluder® iliac branch endoprostheses was intended to be used to treat a patient with a common iliac artery aneurysm. The patient also suffered from an abdominal aortic aneurysm. The right internal iliac artery (iia) was intentionally occluded to facilitate endovascular repair and an internal iliac component (hgb161407) device was intended to be used on the left iia. The iliac branch endoprosthesis component (ceb) was successfully introduced to the patient. While advancing the internal iliac component (hgb161407) in the 12 fr. Introducer sheath, a wire wrap was experienced. The physician tried to rotate while advancing the device without success. The graft got stuck inside the sheath and the leading end of the catheter broke with an leading olive separation when the physician tried to retrieve. The entire device remained in the introducer sheath and was removed from the patient. I was reported that this procedure lead to an occlusion of the left iia. The patient will wait 6-8 weeks and undergo the implant of an abdominal graft to minimize risk of bowel ischemia.